Event description:
The customer reported multiple motor error alarms. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarms.